Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is:(B)(4).

Event description:
A healthcare professional reported that the implant failed at tooth location #20. No permanent injuries were reported.